Event description:
It was reported that during the attempted implant of a transcatheter valve, an effusion coming from the left ventricle was observed with a left ventricle perforation by a non-medtronic guidewire. Subsequently, the valve was recaptured and the delivery catheter system (dcs) was pulled back into the descending aorta. Cardiopulmonary resuscitation (CPR) was initiated and a pericardiocentesis was performed; however, this was unsuccessful and the patient died. The reported cause of death was due to the left ventricle perforation. Per the physician, the implant procedure contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date; n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a.1, b.5, and e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had aortic stenosis with a hyperdynamic ventricle that contributed to the death. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the death or perforation.